Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported the tip of the virage poly-axial screwdriver broke while positioning during a cervical fixation at c4. The broken piece was retrieved with a pair of surgical tweezers and the procedure was completed with another driver. There was no patient impact.

Manufacturer narrative:
Corrections in d9 and h3. Additional information in d4: UDI number, h4, and h6: component, investigation type, findings, and conclusions. Device evaluation the returned device matches the information in the complaint file and was examined. Visual inspection revealed the tip has fractured off see images attached in the sub-form. Potential cause root cause was unable to be determined. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. DHR review per DHR review, the part was likely conforming when it left zimvie control. Device usage this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Event description:
It was reported the tip of the virage poly-axial screwdriver broke while positioning during a cervical fixation at c4. The broken piece was retrieved with a pair of surgical tweezers and the procedure was completed with another driver. There was no patient impact.

Manufacturer narrative:
Corrections in h6. Device evaluation the returned device matches the information in the complaint file and was examined. Visual inspection revealed the tip has fractured off with a regular torsion fracture pattern. Potential cause this event could possibly be attributed to excessive torsional forces applied during use, possibly when placing a screw in hard bone or after improper screw hole preparation. DHR review the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge¿s control. Device usage this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Event description:
It was reported the tip of the virage poly-axial screwdriver broke while positioning during a cervical fixation at c4. The broken piece was retrieved with a pair of surgical tweezers and the procedure was completed with another driver. There was no patient impact.